Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: the bending iron has rust on the surface. The instrument has rust different places especially by the article number.

Manufacturer narrative:
Additional narrative: device used for treatment. The device was returned and the investigation is beginning.